Event description:
A report was received that the patient was experiencing pain at the pocket site and was prescribed pain medication. It was noted that the patient was experiencing burning sensation when the stimulator was off.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was prescribed pain medication. It was noted that the patient was experiencing burning sensation when the stimulator was off.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was prescribed pain medication. It was noted that the patient was experiencing burning sensation when the stimulator was off.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively. Database analysis (db) showed battery discharge and charge profiles were observed and revealed no anomalies.